Event description:
On (B)(6) 2017, the lay user/ patient contacted lifescan (lfs) (B)(4) alleging that her onetouch verioiq warranty meter displayed an unknown error message. The complaint was classified based on the customer service representative (csr) documentation. The patient manages her diabetes with oral medication, diet and/or exercise. She reported that she had been using her onetouch verioiq meter for a couple of years. She indicated that she had used up all her onetouch verio test strips so she went to the local pharmacy and purchased onetouch ultra blue test strips by mistake. She reported that she used the onetouch ultra blue test strips on her onetouch verioiq meter and kept getting the unknown error message ¿strip was incorrect¿. She indicated that as a result of not being able to obtain a reading, she took an extra pill of metformin at around 9am on (B)(6) 2017. The reported that she then went to (B)(6) and obtained a onetouch ultra2 meter so that she could use up her onetouch ultra blue test strips. She reported that she tested herself with the onetouch ultra2 meter around noon on (B)(6) when she felt unwell with symptoms of ¿dizzy and tired¿. No other treatment or medical intervention were reported by the patient. During troubleshooting, the csr offered to walk the patient through a retest but the patient did not have testing supplies available. The issue remained unresolved. The patient¿s products were requested back for investigation; the onetouch verioiq meter is being returned, however, the patient does not have onetouch verio test strips to return. Replacement products are being sent to the patient. Based on the information provided, there is no indication that the subject meter caused or contributed to the development of signs or symptoms that meet lfs criteria for a serious injury reportable adverse event. However, this complaint is being reported as a malfunction because the alleged product issue was not resolved during troubleshooting.